Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace blade insert involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The harmonic insert was found to have a broken blade. The blade broke at roughly 0.16¿ from the base. The broken piece was not returned. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the blade fractured. There was no report of fragments falling inside the patient. The procedure was completed with no reported patient harm or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was not inspected prior to use. The surgeon used the instrument to cut the liver lobe. There was no repot of collision with another instrument or tool during the procedure.